Event description:
Patient status post plate implantation returned to surgeon complaining of throat pain. An x-ray revealed a screw backing out of the plate. Surgeon removed the hardware and revised to spacer, plate and screws.

Manufacturer narrative:
Synthes is unable to provide the manufacturer or manufacture date without a lot number. The investigation could not be performed, no conclusion could be drawn, as no product was returned and no lot number was provided.